Event description:
Home patient (hp) called in to baxter's technical service center and reported a check lines and bags alarm while priming, using the homechoice (hc) system. Hp unspiked and added another one. Technical service rep explained the alarm and advised to start over with new supplies due to possible contamination. No patient injury or medical intervention reported at the time of the incident.